Manufacturer narrative:
Additional information: h6 (update codes), h10, h11. Correction: a1: patient identifier, b5-b7, d10, f10/h6: health effect - impact codes (replace code). B5: the device was an unspecified continu-flo set with a duo-vent spike. No secondary or other tubing was connected to device at time of event. Normal saline was infusing when the y-site was leaking with a non-baxter cap in place. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from the second y-site. The leak was observed while infusing at 30ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.